Event description:
Black and decker laser level (model # bdl2205) is dangerously defective. It has a class 2 laser. The intended use of the product and the product instructions state the device is to be pushed or pounded into a wall made out of drywall (aka as wallboard of sheetrock) and then allowed to slowly swivel using the 360 degrees compass built into the rotating wall attachment. The problem is that the rotating wall attachment allows the device to spin around like a dreidel or a child's toy top. The spinning allows the laser to move in a 360 degrees circle. The device does not list the limitation to drywall outside of any packaging. It is only after the device is purchased and opened that the limitation to drywall can be found. I used it once on a plaster wall, and the mounting device (a cheap 1/2' pivoting nail) broke, allowing the device to fall to the floor with the laser beam blasting all over the place on its fall. Had my eyes been in line of sight of the laser as it fell, I could have been injured. Most people will not notice the limitation to drywall until after the device's nail fails. The product should be removed from the market. Note: I have prepared a snail mail letter to black and decker complaining about this defective product, but my printer is having some issues, so the letter hasn't gone out yet. It will this week.